Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6) dr. Date of initial surgery: (B)(6) 2023. Body part to which device was applied: tibia. Surgery description: tibia fracture. Patient's information: 65 year-old, female, weight 58 kg., height 160 cm, previous health. Condition: dislipedemia. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: the surgeon reported that the breakage of the k-wire happened after allowing the patient immediate full weight bearing. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device.- the event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required. A medical intervention (outpatient clinic) was not required. Copy of the operative report is available (not provided in english). Copy of the x-ray images is available. The product involved is not available for return as it was discarded at hospital. Patient current health conditions: patient is currently healthy. Further information received on 7 july 2023: after surgery when the patient came to the clinic they noticed the k wire was broken and they took it out. The treatment is successfully ongoing. Manufacturer reference number: (B)(4). Distributor reference number: case report 2.

Manufacturer narrative:
Analysis of historical records: it was not possible to perform the analysis of the historical records as the lot number of the device involved has not been made available. Technical evaluation: a technical evaluation of the device involved was not possible as the device was discarded at hospital. Medical evaluation: the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. In this case a 65-year-old female weighing just 58 kg and suffering from dyslipidemia sustained a severe injury to the right leg. The sequence of the procedures is not completely clear, but I think that the patient already had an external fixator in place on the tibia, and on (B)(6) 2023, suffered the following injuries: open wound to the thigh open bilateral malleolar fracture to the distal tibia, and therefore, had the following procedures: removal of external fixation, ring fixation to the right tibia to include the new injuries, foot and ankle arthrodesis (not specified). In addition, wound debridement (thigh and/or lower leg), and skin grafting not specified. So, this patient had a terrible injury which seems to have occurred when the leg was already in fixation for an earlier injury. We do not know when the wire broke in this patient, but it is just between a wire stopper and the bone. This frame also looks quite a good one, but I might suggest that there is not enough initial rigidity to allow the bone and soft tissues to begin to heal. The stopper wires were being used to provide medio-lateral stability and were not critical for the general stability of the frame, so the broken wire was not replaced, but an anaesthetic was required to remove the stopper wire. The wire will have broken because of fatigue failure due to cyclic bending. Final comments a technical evaluation of the device involved was not possible as the device was not made available. Considering the information provided, it is not possible to draw any conclusion with regards to the complained breakage of the tl wire w/stopper 1.8mmx400mm. In case further information is provided on the specific application, or on the product involved, orthofix will re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name:(B)(6). Surgeon's name:dr. (B)(6). Date of initial surgery: (B)(6), 2023. Body part to which device was applied: tibia surgery description: tibia fracture patient's information: 65 year-old, female, weight 58 kg., height 160 cm, previous health condition: dislipedemia. Problem observed during: into treatment/post-operative type of problem: device functional problem event description: the surgeon reported that the breakage of the k-wire happened after allowing the patient immediate full weight bearing. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required. A medical intervention (outpatient clinic) was not required. Copy of the operative report is available (not provided in english). Copy of the x-ray images is available. The product involved is not available for return as it was discarded at hospital. Patient current health conditions: patient is currently healthy. Further information received on 7 july 2023. After surgery when the patient came to the clinic they noticed the k wire was broken and they took it out. The treatment is successfully ongoing. Manufacturer reference number: (B)(4). Distributor reference number: case report 2.

Manufacturer narrative:
Analysis of historical records, it was not possible to perform the analysis of the historical records as the lot number of the device involved has not been made available. Technical evaluation: the device involved in this event has not been received by orthofix srl, as it was discarded at the hospital. The technical evaluation of the event description is on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as further information is available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.